Event description:
I've been using dexcom sensors since the beginning of (B)(6) 2014 and they are used weekly. After the first week, when the sensor expired, I noticed an oval raised rash (the size of the tape) along with ooze and pus on the site. This repeated with every single sensor I had weekly. I had an infection from this and had to go on antibiotics and had to go off of this for a week to let it heal and use a different part of my body which were my arms. And now I continue to use my arms currently. I've tried different tape barriers and wipe barriers. They all do not work. It's the tape that I believe I'm allergic to and I know I'm not the only one. I found a solution to my dilemma. I use a flovent inhaler to spray on my skin before using the sensor and it prevents me from having a reaction to the sensors.